Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads and ipg will be replaced for an unknown reason.

Manufacturer narrative:
The explanted leads were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads and ipg will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing loss of coverage in the left side due to contacts were out. The patient underwent a revision procedure wherein the lead and ipg were replaced due to charging difficulties and MRI compatibility. No device malfunction suspected. The patient is doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the leads and ipg will be replaced for an unknown reason.